Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. After battery installation, the unit turned on with a functional lcd however, a display anomaly was noted with several vertical colored lines spanning the display. After cutting unit open and performing deconstructive analysis, broken traces were found under the lcd window corresponding to the locations of the vertical lines. Due to display anomaly, isolate to electronic assembly. Unit was also received with the following cosmetic damages: label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case, missing display window/cover, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion customer's allegations of cosmetic damage was confirmed when cracked case (battery tube) and battery tube threads - cracked were noted during visual inspection. Additionally, a display anomaly with several vertical lines across the display was noted, caused by broken traces under the lcd window. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery case. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1886 was requested and it was returned for analysis.